Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the main printed circuit board was defective. It was reported that the data coming via this 15 pin serial connection on this device was incorrect and did not reflect the data on the screen. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported conditions: battery was seven years old and the device required calibration. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device was used to project etco2 (end tidal carbon dioxide) data via an analog serial connection at the back of the device. The data from the 15-pin serial connection on this device was incorrect and did not reflect the data on the screen while in use with a patient. When the user entered the menu to change the date and time (which were incorrect) to reflect the current date and time, it defaulted to an incorrect date and time again once the user went out of the menu and went back again to those fields. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.